Manufacturer narrative:
The initial reporter facility name provided is national hospital organization kyushu medical center investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it was confirmed that draining water was difficult from foley catheter.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter fully deflated. No visible issues were noted with the catheter in the photo. The all-silisone foley catheter as returned with the syringe. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. Upon inflation the catheter balloon symmetry was observed to be 90:10, this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." An attempt was made to passively deflate the catheter using the returned syringe; however, 0ml deflated in 5 minutes. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. The catheter was then inflated with 10ml mbs using an in-house syringe, the balloon passively deflated the 10ml solution in 03 minutes and 02 seconds. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, DHR review was completed prior to CAPA determination. Refer to CAPA 12474540 for further details. Correction: d,e,h. UDI format updated with available product information per gudid. Initial reporter name: national hospital organization kyushu medical center h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it was confirmed that draining water was difficult from foley catheter. Per investigator's notification received on 11dec2025, it was reported that asymmetrical balloon was found during sample evaluation.